Manufacturer narrative:
The device has not yet been made available for evaluation. Should the device become available or further information become available, a follow-up report will then be issued.

Event description:
Consumer alleges she was shopping at the (B)(6) and was paying for her products and couldn't reach the card machine. She stood up to make the payment and reached down to get the card out of her purse when the chair allegedly turned back on, drove forward and allegedly pushing her down into shelving, the chair then allegedly tipped over and ended up on the client.